Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that in (B)(6) 2007, patient had a lumbar spinal fusion with rh-bmp2/acs and metal. Post-op, the patient was in pain. The patient had bone growing where it should not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.